Manufacturer narrative:
Additional information: the lens was returned for evaluation. Visual inspection found the lens in three pieces. The optic had been torn in half. One small wedged shaped piece of the optic has been cut out and was not returned. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to dislocation. The lens was subsequently replaced with another lens of the same model but of a different diopter. Additional information has been requested, but has not been received.